Event description:
A surgeon reports seeing microvacuoles on intraocular lenses (iols) postoperatively. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 08/14/2008, 08/18/2008, 08/26/2008, 08/28/2008 and 09/02/2008 by phone, mail and fax. Additional information was received 08/14/2008. A completed questionaire has not been received. (Other for use when an appropriate device code cannot be identified).